Manufacturer narrative:
UDI (di): unknown.

Event description:
It was reported that during an unrelated procedure, the lead exhibited insulation abrasion. No patient symptoms were reported. No further information could be obtained.